Event description:
It was reported that a call from a medical center was received regarding a faulty console for versajet. Per the clinician, the locking mechanism was not occurring when putting the disposable hand piece in during a theatre case. As there are two devices kept on site they were able to use the alternate device and theatres had minimal disruption. The faulty console is awaiting collection and return to the warehouse for review. There was delay greater than 30 minutes and no harm or injury reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include corrosion on the interlock. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.